Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to damaged battery contacts on her adc glucose meter. The customer reported feeling sleepy, light-headed, and was incapable of self-treating. The customer had contact with a healthcare provider and was given oral glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and freedom lite meter, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported that she was unable to test due to damaged battery contacts on her adc glucose meter. The customer reported feeling sleepy, light-headed, and was incapable of self-treating. The customer had contact with a healthcare provider and was given oral glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that she was unable to test due to damaged battery contacts on her adc glucose meter. The customer reported feeling sleepy, light-headed, and was incapable of self-treating. The customer had contact with a healthcare provider and was given oral glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is before 2002, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, an investigation will be performed.section d-4 (meter serial number) has been updated based on the case details.